Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. In this case, the site of dehiscence was noted to be suspicious for infection or endocarditis. The root cause of this event cannot be conclusively determined; however, it appears that this event was likely due to patient and/or procedural related factors. There is no allegation of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a patient underwent redo mitral valve replacement (mvr) due to severe perivalvular bioprosthetic mitral regurgitation and acute congestive heart failure. The subject device was explanted and replaced with another edwards valve after an implant duration of one month. Patient is a (B)(6) female patient with sle and lupus nephritis, hypertension, gerd and gastroparesis who underwent aortic valve replacement and mitral valve replacement due to severe aortic insufficiency and mitral regurgitation a month ago. Initially, she was hemodynamically stable; however, tte and tee demonstrated dehiscence at the mitral valve with severe perivalvular mitral regurgitation. Preoperative of redo mvr, tee demonstrated irregular tissue at the site of dehiscence suspicious for infection or endocarditis and a well-seated bioprosthetic aortic valve with no aortic regurgitation. Intraoperatively, the subject device was noted to be dehisced fir approximately 30-50% of the circumference with large amount of debris and friable tissue in the anterior annulus. This tissue was cultured and sent to pathology. The surgical staff selected to replace the valve due to the concern of infection. Postoperatively, the patient was transferred to the cticu in stable condition. The patient was cleared for home discharge in stable condition.